Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate atp and high voltage shock therapy due to atrial fibrillation with rapid ventricular response. Programming changes were made. The patient was stable after the event.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Additional information received indicated that the device was explanted and returned.